Event description:
During the mer phase of a dbs case, the neurophysiologist was able to record and microstimulate with no issue. Once the recording electrode was removed from the cannula, the neurosurgeon noticed a slow but steady amount of blood coming from the cannula. He removed the cannula and then the lead tube was also emitting blood. The team implanted the lead at target and performed macrostimulation several times. Upon completion of the bilateral case they stopped surgery and sent pt for CT scanning. CT scan showed a subarachnoid hemorrhage 3/4 of the way down the tract. Pt is being monitored. The team determined the devices did not cause or contribute to the event.

Manufacturer narrative:
User facility discarded device. No available for evaluation.